Event description:
It was reported that the pt had a revision one month after implant. Per the reporter, the catheter was not connected. No pt symptoms were reported. The pump was used to deliver morphine and bupivicaine. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.